Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a bile duct stone. However, the wire in the handle broke and the basket failed to crush the stone. The physician tried to retrieve the basket with the entrapped stone; however, it was unable to pass through the common bile duct. Attempts to dislodge the stone from the basket were performed using tomes, balloons and a sohendra without success for over two hours. Additionally, the distal tip of the device could not be detached and the catheter was cut at the handle leaving the basket and stone inside the patient. The patient was sent for exploratory bile duct surgery to remove the basket and the stone.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported event of "handle cannula breaks". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.